Event description:
It was reported that during a percutaneous peripheral intervention procedure, balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous right anterior tibial artery. A 5.0mmx20mmx135cm sterling balloon catheter was used to treat the lesion. During inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).